Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the device could not be interrogated due to backup vvi mode. The device was explanted and replaced.